Event description:
It was reported that insulin squirted out during the manual prime and that the piston continued to move without reservoir contact. The insulin pump alarmed for a loose drive support cap. The insulin pump had not been dropped, bumped, or exposed to moisture and the drive support cap did not appear to be damaged. The blood glucose reading was 348 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed prime during the basic occlusion test due to protruded and loose drive support disk. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corners, minor scratches on lcd window and scratched reservoir tube window.